Manufacturer narrative:
If adverse event and checked serious other need to explain. Model number provided is for toothbrush handle. The incident occurred on the brush head which is an accessory. The serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that sonicare brush head was falling off the toothbrush handle while their spouse was brushing their teeth. No injury reported.